Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the immulite 2000 system indicates that there are no known system causes which may have contributed to the discordant calcitonin results. The system is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant calcitonin result was obtained on an immulite 2000 system for one (1) patient sample. The physician questioned the result and the sample was repeated in duplicate. The corrected report was given to the physician. There was no report of patient intervention or adverse health consequences due to the discordant calcitonin result.